Manufacturer narrative:
Per the tandem device updater user guide: "before you begin an update, make sure you are prepared with each of the following items on hand: a backup insulin delivery option, such as a syringe and fast-acting insulin, in case there are any issues updating your pump. These items should be part of your emergency kit and with you at all times." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Reportedly, the cause of the elevated bg level was due to the amount of time it took to perform a pump software update with tandem device updater. Customer stated insulin was not being received at the time of the update. Tandem technical support attempted to reach out to the customer to obtain further information; however, no additional information was provided.